Manufacturer narrative:
The reported issue (it was reported that leakage was found from unknown part of the catheter. This event occurred 5 days after placement. There was no additional information provided) was confirmed; as a manufacturing related issue. Per visual inspection a cut to 0.5¿ from the bifurcation on the drainage lumen was found. Per functional evaluation, water was injected by way of the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that leakage was noted from an unknown location on the catheter 5 days after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that leakage was noted from an unknown location on the catheter 5 days after placement.